Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. 1. We tested the standby current of returned meter, the result was 0.8 a. The criteria is <55 a. Pass. 2. Meter setting, audio and all buttons function are ok. 3. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 55/54 mg/dl, for level high were 244/236 mg/dl. The request control solution ranges are: level low30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. 4. Because patient did not return her strips, so we tested the retain strips from our warehouse (same as patient's strip, lot number:d161014-1). The control solution tests for level low were 60/62 mg/dl; for level high were 266/273 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass .

Event description:
This is a supplemental report to initial report 3005862821-2017-00099 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on oct. 12,2017 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 12/02/2016. The strip lot # d161014-1 was manufactured on 10/14/2016 and expired in 10/2018. Ok biotech received no complaints from same manufacturing batch of strips. We tested the retain strips of batch# d161014-1 with in house meter and control solution. The control solution tests for level low were 60/64 mg/dl; for level high were 246/257 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 around 12 pm after the end user received higher than normal blood glucose readings from her prodigy diabetes meter. The end user became incoherent and the paramedics were called. Upon arrival the paramedics performed a blood glucose test with their meter and the result was 53 mg/dl. They also performed a blood glucose test with her prodigy meter with a reading of 147 mg/dl. The end user was given food to assist in stabilizing her blood glucose level. No other actions were necessary. No additional details were provided in regards to this medical event.